Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture corrosion in the battery compartment and on the battery without pump damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: on examination, the battery compartment was noted to be cracked from the top to the case seal along the left side to the grip pad. There was visible moisture in the battery compartment. A leak test was performed, which revealed moisture leakage at the battery compartment and the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.